Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices.the manufacturer received information alleged patient states that she had a stroke due to using CPAP.there was no report of serious or permanent harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a (CPAP) device's sound abatement foam. The patient alleged she had a stroke due to using CPAP. No medical intervention was reported. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2 has changed related to the complaint changing from the reported product problem to adverse event and product problem. Section h1 has changed to reflect a serious injury. Section h6 health effect - impact code updated. Section h6 type of investigation, investigation findings and investigation conclusions updated.